Event description:
The customer alleged questionable glucose hk, albumin, total protein, and total bilirubin results on an unknown number of patient samples. The customer provided 3 glucose results and 2 albumin results from an unknown number of patients or samples. Of the results provided, 2 glucose and 2 albumin results were discrepant. Result 1, for glucose, was 1 mg/dl and the repeat result was 87 mg/dl. Result 2, for glucose, was 1 mg/dl and the repeat result was 112 mg/dl. Result 3, for albumin, was -0.1 g/dl and the repeat result was 4.0 g/dl. Result 4, for albumin, was -0.1 g/dl and the repeat result was 2.9 g/dl. The customer was unsure if any results were accompanied by data flags or if any were reported outside the laboratory. The customer did not know if any patients were adversely affected by the event and declined to provide additional information. The field service representative determined the event was caused by a dirty sample probe. He cleaned the probe. The customer ran quality controls, which performed to the manufacturer's specifications.